Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following injuries: hand dermatitis and sores, hives, wheezing, numbness and tingling of the lips and tongue, tightness in the throat, severe emotional distress, inability to engage in normal activities, great despair, loss of enjoyment, and loss of earnings.